Manufacturer narrative:
(B)(4). Device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. Based on the received information and telemetry data, it is assumed that the active electrode has partially migrated out of cochlea. The implant registration card states a full insertion. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
During initial stimulation in situ measurements showed 5 electrode channels with high impedance. No significant trauma was reported. Per the device internal registration card, a full insertion was achieved at implantation. There were no reported insertion difficulties during surgery. CT scan indicated the device was coiled in the tympanic cavity; the array had migrated out of the cochlea. The patient was re-implanted.

Manufacturer narrative:
(B)(4).the device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During initial stimulation in situ measurements indicated 5 electrode channels in high impedance status. No significant trauma is reported. No intraoperative testing and imaging was performed at the time of surgery. A CT scan will be performed to confirm the placement of the device.